Manufacturer narrative:
Unit passed rewind test and self-test. Unable to perform displacement test, seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to pump seating early. Unit successfully downloaded thump and carelink. Confirmed dailytotalofbolusinsulindelivered: 334000 (33.4 u) units of normal bolus was delivered on (B)(6) 2023 between (B)(6) 2023 22:23:47.000. No alarms were noted in pump alarm history memory. Pump was cut to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Force sensor zero offset within specification with 23.3 mv. Motor was tested outside and it passed. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case and cracked case (battery tube). Unable to verify possible under delivery anomaly unknown due to pump seating early while testing. Drive/motor anomaly isolated to electronic stack. Prime/fill anomaly confirmed during testing. Cosmetic damages were noted during visual inspection. Unable to verify high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 21.9 mmol/l. The current blood glucose value was 22.9 mmol/l. The customer reported a very slow motor and slow insulin. Troubleshooting was performed and the customer alleges possible under delivery of insulin. Hyperglycemia was treated with manual injection/insulin pen. The customer reported no symptoms related to a hyperglycemia event. The pump was used within 48 hours of the reported event and the auto mode feature was active at the time of the high blood glucose event. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.